Manufacturer narrative:
The customer reported that the multigas unit was not reading any gases. No errors show up, it just stops reading any of the gases. No patient harm was reported. Attempt # 1: 02/11/2021, emailed the customer via microsoft outlook for all the information: no reply was received.

Event description:
The customer reported that the multigas unit was not reading any gases. No errors show up, it just stops reading any of the gases. No patient harm was reported.